Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mineral deficiency ("mineral balance may be more now") and fatigue ("adrenal fatigue may be more now"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, mineral deficiency and fatigue outcome was unknown. The reporter considered fatigue, medical device removal and mineral deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: information received via social media. Events" mineral balance and adrenal fatigue" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mineral deficiency ("mineral balance may be more now") and fatigue ("adrenal fatigue may be more now"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, mineral deficiency and fatigue outcome was unknown. The reporter considered fatigue, medical device removal and mineral deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mineral deficiency ("mineral balance may be more now"), fatigue ("adrenal fatigue may be more now"), pain ("pain all over body"), fibromyalgia ("fibromyalgia"), neuralgia ("nerve pain"), arthralgia ("joint pain") and thyroid disorder ("thyroid disorder"). The patient was treated with heavy metal detox therapy and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, mineral deficiency, fatigue, pain, fibromyalgia, neuralgia, arthralgia and thyroid disorder outcome was unknown. The reporter considered arthralgia, fatigue, fibromyalgia, medical device removal, mineral deficiency, neuralgia, pain and thyroid disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : the events ¿pain all over body¿, ¿fibromyalgia¿, ¿nerve pain¿, ¿joint pain¿ and ¿thyroid disorder¿ were added. Lab data and treatment drug were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mineral deficiency ("mineral balance may be more now"), fatigue ("adrenal fatigue may be more now"), pain ("pain all over body"), fibromyalgia ("fibromyalgia"), neuralgia ("nerve pain"), arthralgia ("joint pain"), thyroid disorder ("thyroid disorder") and anxiety ("anxiety"). The patient was treated with heavy metal detox therapy and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, mineral deficiency, fatigue, pain, fibromyalgia, neuralgia, arthralgia, thyroid disorder and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, fatigue, fibromyalgia, medical device removal, mineral deficiency, neuralgia, pain and thyroid disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: result was not provided. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event anxiety added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced mineral deficiency ("mineral balance may be more now"), fatigue ("adrenal fatigue may be more now"), pain ("pain all over body"), fibromyalgia ("fibromyalgia"), neuralgia ("nerve pain"), arthralgia ("joint pain"), thyroid disorder ("thyroid disorder"), anxiety ("anxiety"), feeling abnormal ("brain fog"), adrenal disorder ("adrenal issues ") and memory impairment ("memory issues") and was found to have vitamin d decreased ("vitamin d in the single digits"), thyroid function test abnormal ("thyroid levels up and down") and hormone level abnormal ("hormone levels up and down"). The patient was treated with heavy metal detox therapy and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, mineral deficiency, fatigue, pain, fibromyalgia, neuralgia, arthralgia, thyroid disorder, anxiety, vitamin d decreased, thyroid function test abnormal, hormone level abnormal and adrenal disorder outcome was unknown and the feeling abnormal and memory impairment had not resolved. The reporter considered adrenal disorder, anxiety, arthralgia, fatigue, feeling abnormal, fibromyalgia, hormone level abnormal, medical device removal, memory impairment, mineral deficiency, neuralgia, pain, thyroid disorder, thyroid function test abnormal and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: result was not provided. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, thyroid function test abnormal, adrenal disorder, feeling abnormal, hormone level abnormal, memory impairment and vitamin d decreased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received. New events brain fog, vitamin d in the single digits, thyroid levels up and down, hormone levels up and down, adrenal issues and memory issues were added; medical history and new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.